Manufacturer narrative:
The faradrive sheath was returned with its dilator still inserted, resulting in the removal of the dilator to proceed with further analysis. During preparation for leak testing, the sheath was observed to leak at the proximal end from the hemostatic valves. Inspection of the hemostatic valves found the internal valve torn on the outer and inner faces near the center slit, compromising the valves ability to seal pressure and fluid within the sheath

Event description:
It was reported that during a pulsed field ablation (pfa) procedure to treat atrial fibrillation, a faradrive steerable sheath clear was selected for use. While aspirating from the faradrive steerable sheath clear, air was observed coming out from the valve. No air was observed in the left atrium. The procedure was completed successfully by using a different faradrive steerable sheath clear. No patient complications have been reported. The sheath has been received at boston scientific's post market laboratory where it is awaiting analysis it was further reported air was leaking while aspirating when a farawave catheter was inserted into the faradrive steerable sheath clear. No fluid leak or air was observed in the patient. A pressure bag was used for irrigation.

Manufacturer narrative:
B5 describe event or problem - updated. D9 device avail for eval, returned to MFR on - updated. H6 evaluation method, result, conclusion codes - updated.

Event description:
It was reported that during a pulsed field ablation (pfa) procedure to treat atrial fibrillation, a faradrive steerable sheath clear was selected for use. While aspirating from the faradrive steerable sheath clear, air was observed coming out from the valve. No air was observed in the left atrium. The procedure was completed successfully by using a different faradrive steerable sheath clear. No patient complications have been reported. The sheath has been received at boston scientific's post market laboratory where it is awaiting analysis it was further reported air was leaking while aspirating when a farawave catheter was inserted into the faradrive steerable sheath clear. No fluid leak or air was observed in the patient. A pressure bag was used for irrigation.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a pulsed field ablation (pfa) procedure to treat atrial fibrillation, a faradrive steerable sheath clear was selected for use. While aspirating from the faradrive steerable sheath clear, air was observed coming out from the valve. No air was observed in the left atrium. The procedure was completed successfully by using a different faradrive steerable sheath clear. No patient complications have been reported. The product is expected to be returned.